Event description:
This case was reported by a consumer and described the occurrence of diabetes in a (B)(6) female pt who received super poligrip extra care with poliseal (B)(4) and super poligrip original denture adhesive cream (B)(4) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip extra care with poliseal (dental) twice per day (device misuse). At an unk time after starting triple salt dental adhesive cream, the pt experienced diabetes and high blood pressure. The pt stated that she did not know if the events were due to the zinc contained in super poligrip. A pharmaceutical product complaint was lodged for this report, as the pt complained that the super poligrip extra care only holds for four to five hrs, and the super poligrip original only holds for seven hrs. Thus, the pt applies the products twice per day (device misuse). The pt also noted previous use of super poligrip denture adhesive powder yrs ago, but stated that the product only held for five minutes. This case was assessed as medically serious by gsk. Treatment with super poligrip was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).